Event description:
The customer reported five false positive antibody screening tests with cell #2 of biotestcell 3. Despite several inquiries, the customer was not able to provide the exact date of events. The patient samples that had caused false positive test results were sent to us for investigational testing, but none of the supposedly defective product was returned. Our quality control laboratory is still testing the patient samples and the retained sample of the supposedly defective product. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our initial report on this incident

Event description:
The customer reported five false positive antibody screening tests with cell #2 of biotestcell 3. Despite several inquiries, the customer was not able to provide an exact date of event. Six patient samples were sent to us for investigational testing and the supposedly defective product was returned, too. Our quality control laboratory tested the patient samples with the supposedly defective product. One patient sample reacted clearly negatively and five patient samples showed negative reactions with a hazy background respectively +/- reactions. The supposedly defective product was tested with 12 negative donor samples. All negative reactions were correct. We did not observe any +/- reactions or hazy background. Because there was not enough material left, further investigation of the patient material was not possible. But the donor of cell #2 of biotestcell 3 that yielded the +/- reactions with the customer's patients was tested in an external laboratory. The testing resulted in an hla (human leucocyte antigen) antigen on cell #2. This antigen on red cells may cause weak or positive reactions with patient samples that have hla antibodies. Testing of hla on reagent red blood cells is not mandatory. But for customer satisfaction the affected donor will be excluded from further donations. Testing by our quality control laboratory confirmed the allegedly defective lot of biotestcell 3 functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our final report on this incident.